Manufacturer narrative:
Results. Three sealed safety glide packaged needles were received by bd canaan and confirmed to be from batch #5111979. The samples were evaluated. No visual defects were observed. The needles were removed from the packaging and the length of each needle cannula was measured. The length of all samples was confirmed to be within specification for a 1¿ needle product. The needle shield used was also correct for the 1¿ needle product and would not be able to easily contain a longer needle. Please note that the needle length in product description refers to injectable needle length before the safety glide feature is activated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5111979. Conclusion: bd canaan was not able to duplicate or confirm the customer's indicated failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging of a bd safetyglide¿ needle was labeled as a 1¿ needles but were closer to 1 ½¿ needles. There was no report of injury or medical intervention.